Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate on multiple occasions. Reportedly, the customer overfilled the cartridge with insulin. Tandem technical support educated the customer on proper load techniques. Customer continued to use the existing cartridge for insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on how previous issue were resolved, but no response was received. There was no adverse impact to the customer¿s blood glucose level.